Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the affected device was mentor smooth round spectrum 425cc, catalog number 3501470 and lot number 3850780, serial number 3850780-007, the date of implantation was (B)(6) 2014, the date problem observed was (B)(6) 2020, the replacement device was mentor smooth round spectrum 475cc. The saline leaked into the patient, however, the patient did not experience any adverse event during removal. On (B)(6) 2020, it was reported to mentor that deflation was bilateral. Multiple attempts were made to get clarification about the lot number 3850780, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with an unspecified saline implants smooth and suffered from a deflation on the left breast implant. As a result, the patient will undergo removal on (B)(6) 2020.